Manufacturer narrative:
A ge representative evaluated the system, and performed an ma limit adjustment. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the dose rate is too high. No patient injury was reported.